Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to display an image. There are no reports of pt injury or death associated with this event.